Event description:
It was reported that during a da vinci-assisted hysterectomy procedure, an unspecified small bowel injury occurred, which went unnoticed. Per the surgeon, the injury was not thermal in nature. The patient was taken in for a re-operation 2 days later to resolve the issue. The patient's status 3 weeks following the procedure was critical, but stable. Any other details are currently unknown. Intuitive surgical, inc. (Isi) contacted the site for additional information; however, at the time of this report, no further details had been provided.

Manufacturer narrative:
Based on the current information provided, the cause of the intraoperative complication leading to a re-operation two days later cannot be determined. A product has not been returned to isi for evaluation. A review of the site's system and device logs for the reported procedure could not be conducted at this time, due to insufficient event information.